Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a peritoneal dialysis (pd) transfer set. The nurse had connected a syringe to the dark blue female connector to irrigate the transfer set, when the light blue main body fell apart from the female connector. Additionally, a small piece from the inside of the transfer set fell out of the transfer set. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/08/2021.

Manufacturer narrative:
The sample was received for evaluation with a syringe attached to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was present and there was no indication of the solvent on the top of the insert chip. There was evidence of solvent on the inside of the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.